Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. During the procedure, approximately 1cm of the rotawire fractured in the vessel. The physician attempted to snare the fractured portion but was unsuccessful. Unspecified stents were deployed to prevent the fractured portion from traveling in the patient. It was noted ¿the piece of guide may be blocked in the heart muscle.¿ the procedure was not complete due to this event. The patient status is stable but was sent to the intensive care unit for 24 hour monitoring.

Event description:
It was further reported that the target lesion was located in the severely tortuous and severly calcified left anterior descending artery.. The rotawire guide wire fractured during the removal of the rotablator burr.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the severely tortuous and severly calcified left anterior descending artery. The rotawire guide wire fractured during the removal of the rotablator burr.

Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. During the procedure, approximately 1cm of the rotawire fractured in the vessel. The physician attempted to snare the fractured portion but was unsuccessful. Unspecified stents were deployed to prevent the fractured portion from traveling in the patient. It was noted ¿the piece of guide may be blocked in the heart muscle.¿ the procedure was not complete due to this event. The patient status is stable but was sent to the intensive care unit for 24 hour monitoring.

Manufacturer narrative:
Update: device evaluated by MFR. Eval summary attached. Device evaluated by manufacturer: a visual and tactile examination identified solidified the spring tip severely damage (deformed) and fractured. The device was sent for external analysis ((B)(4)lab) to determine the fracture failure mode. The mtac lab revealed the failure on spring section occurred due to a torsion overload and the failure on the corewire occurred due to a cycling bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).